Manufacturer narrative:
(B)(4). Ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a non-footed position. A batch review has been conducted which revealed product met all acceptance criteria for release. A CAPA (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) infusor ruptured during filling. It is unknown with what the device was filled. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No additional information.